Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. Event date (2019) year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they experienced some changes with their stimulator and they clarified that they had a harder time keeping good coupling. The patient noticed a change in how long it took to charge the ins. They used to charge for 1.5 hours and now it charged in 10 minutes. They had not adjusted programming and only turned stimulation off for a recent nerve ablation, but they turned stimulation back on after the procedure. They decline to say if stimulation was on at the time of the call. They confirmed therapy was working great and there was no issue with the therapy. No symptoms were reported. No further complications were reported or anticipated.